Event description:
The customer reported that suspect estradiol, luteinizing hormone (lh), and progesterone results were generated on the access 2 analyzer for two patients. Beckman coulter inc. Assessment of customer supplied patient data indicated that a third patient's initial and repeat results were provided however, these results were determined to be accurate as the customer did not indicate that they were in question and the rising estradiol and lh result combined with the falling progesterone result indicated an accurate clinical status for the patient. Hence the third patient's results have not been included as part of this event. This report represents the imprecise estradiol, lh, and progesterone results generated for the first patient. Beckman coulter inc. Assessment of customer supplied data indicated that initial estradiol, lh, and progesterone results were generated for this patient on (B)(6) 2012, however these results were not repeated and hence could not be confirmed as erroneous. Upon redraw and multiple test of a second, same patient sample, the estradiol, lh, and progesterone results were reproducibly elevated. Collectively the results exceed the precision claims of the assay. The estradiol, luteinizing hormone (lh), and progesterone results were released from the laboratory however there were not deaths, serious injuries or modification to patient treatment associated or attributed to this event. Other patient results were provided but were not questioned as part of this event. Assay quality control results were recovering within the customer's established limits on the date of the event. No sample handling/collection information, specific patient information, patient clinical diagnosis or additional system performance information was provided by the customer.

Manufacturer narrative:
Additional information:beckman coulter performs further investigation and determines the mixer motor to be the cause of this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) fse determined a mixer motor was out of instrument specifications. The fse replaced the mixer spinners and the mixer belt, the mixer stator and printed circuit board was cleaned. The fse verified instrument hardware after repairs were complete by performing a passing system check and a high sensitivity system check. Acceptable quality control results were also obtained. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The root cause of this event is unknown based upon the information provided. Associated mdrs: 2122870-2012-01028 and 2122870-2012-01035.